Event description:
The customer initially reported that the device stopped working and would not close after approximately 45 minutes. The surgery was completed without use of the device. There was no blood loss, no unanticipated tissue damage and no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.